Event description:
The patient stated she had recently gone to a chiropractor and they shocked her with something and ever since then the device has been hurting. The patient complaints of increased urgency, incontinence without warning signs and vaginal pain. The patient was implanted with device on (B)(6) 2016 and the symptom was improving .she was changed from program 1 to 2 .the patient was instructed to leave new program for 2 weeks and call with progress in 3 months. The patient was doing well, no further incontinence but she did report urinary frequency, going about 10-15 times a day. It was discussed adding medicine such as myrbetriq but patent prefer not to have many medication. It was noted that patient came in on 2016-06-17 because she had a uti. The patient reports low back pain and occasionally does not empty well. No hematuria present but has nocturia 3x. There was no stress incontinence, no dribbling with urination but stated occasionally urgency incontinence. The patient had no abnormal temperature (fever).the patient stated 2 weeks ago she went to the ER due to dizziness and not feeling well, she was told she was dehydrated and received IV fluids, later that afternoon she stated she vomited food and she believes liquids. She then returned to the ER and was told something was off with her wbc. The patient stated she still has frequency and is not any better, she states she does not feel right down her bladder. The patient stated there was no abdominal pain, no back pain on (B)(6) 2016. The patient stated that she has urgency and when laying down at night she felt a weirdness. She was seen on the last visit because of recurrent bladder infection which has been present for several years and was antibiotics. The patient had not noted any post-coital increase in uti or symptoms. The patient reported noting makes it better or worse. The patient follow-up appointment was on (B)(6) 2016 she reported started vesicare and estrace cream twice a week. The patient wanted to talk mostly about dehydration and gatorade. She was feeling better now and will stay hydrated. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.